Event description:
Patient had a ureteral stent placed on (B)(6) 2024 and was instructed to remove the stent on (B)(6) by pulling the [(B)(6)] when the patient attempted to remove the stent, the [(B)(6)] broke and the stent remained in place. The patient subsequently ended up in the ed on (B)(6) where the stent was removed and the patient was discharged home.